Manufacturer narrative:
The product was returned with the membrane completely unfolded with no visible blood on the exterior. One catheter tubing kink was observed at approximately 73.4cm from the iab tip. An underwater leak test of the balloon, catheter and y-fitting was performed and two leaks were detected on the catheter tubing, each measuring 0.11cm in length. Additionally, a third leak was also detected on the inner lumen measuring 0.076cm in length. These three leaks points were at same location of approximately 55.6cm from the iab tip. The evaluation confirms the reported problem. The penetrations found on the catheter tubing and the inner lumen appear to have been caused by a sharp object, causing a sudden pressure loss and difficult inflation. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, there was a loss of iab pressure and the balloon could not be inflated. The iab was replaced. There was no injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) therapy, there was a loss of iab pressure and the balloon could not be inflated. The iab was replaced. There was no injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, there was a loss of iab pressure and the balloon could not be inflated. The iab was replaced. There was no injury to the patient.